Manufacturer narrative:
(B)(4). D10: unknown head, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign - event occurred in australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has a hip revision due to unknown reasons, the unknown cls spotorno stem was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified the following: the cause for the fracture is indeterminate but the degree of comminution suggests a traumatic etiology and the location of the fracture puts the femoral component at high risk for loosening/loss of fixation. There are no findings of osteolysis or prior hardware complication predisposing the patient to fracture other than reduced bone mineral density/osteoporosis. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision due to a periprosthetic fracture of the femur. During the procedure, the femoral stem and head were removed, the hip was reconstructed with alternative components, and plates and cables were applied for fixation. There was no surgical delay, and standard surgical techniques were utilized. Attempts have been made and no further information has been provided.